Event description:
It was reported that during implant procedure, this lead exhibited no sensing at multiple locations. The lead then removed and replaced, and adequate sensing was observed with the new lead. No adverse patient effects were reported. The lead is expected to be returned for analysis.